Event description:
Pt had pain symptoms shortly after procedure. An ultrasound was then done and it was normal. The three month hsg in late february showed one device had perforated the left fallopian tube. A tubal ligation removal of one device done on (B)(6) 2012. The left essure device was found positioned in the far lateral left pelvis. Pt's symptoms resolved after surgery and doctor attributed symptoms to the perforated essure device.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.